Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, a right ventricular lead exhibited high, out of range impedance and pacing failure with high threshold. The lead was pulled back to the atrium once, helix movement was confirmed, but impedances did not change. The lead was attached to the pacing system analyzer but the issue persisted. A new lead was used and the operation was completed. Patient was stable.